Manufacturer narrative:
Continuation of d10: product ID {enveor-l-c}; product lot/serial number (B)(6) product ID {ls-enveor-2629-c}; product lot/serial number (B)(6) product type: {compression loading system (cls)}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the electrocardiogram (ECG) showed left bundle branch block (lbbb). 30 day ECG showed atrial fibrillation (afib). No treatment was prescribed and no adverse patient effects were reported. Additional information was received, which indicated that the lbbb was treated with an increase in metoprolol. The ECG at the one-year follow-up appointment did not show lbbb. The lbbb was noted to be resolved without sequelae. Per the physician, the lbbb was probably related to the valve and valve implant procedure. The afib was treated with rivaroxaban. Approximately a month after onset, cardioversion was performed to treat the afib. The afib resolved without sequelae. Per the physician, the lbbb was probably related to the valve, and it was unknown if it was related to the valve implant procedure. No additional adverse patient effects were reported.